Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room for fatigue and possible effusion. It was noted that the right ventricular (rv) lead exhibited high thresholds and diminished rv sensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.